Event description:
This spontaneous case was received on (B)(4) 2013. (B)(4) is a spontaneous case report sent by a plastic surgeon which refers to a female, age (B)(6). The pt's medical history includes allergies to antibiotics/other (not specified), and anaphylactic shock (allergy to unspecific antibiotic). The pt was using concomitant homeopathic medication. The pt had used several of the restylane range products in the cheek area and nasolabial folds over the last 3 years. About 1 month ago, the pt was treated with restylane vital lidocaine (cross linked hyaluronic acid and lidocaine). On an unknown date in (B)(6) 2013, the pt was treated with restylane perlane lidocaine (cross linked hyaluronic acid and lidocaine) in the nasolabial folds (0.5 ml left + 0.5 ml right), and restylane vital lidocaine in the cheeks (0.5 ml left + 0.5 ml right). The product lot numbers and techniques used were not reported. At 12 hours later the pt experienced mild oedema (allergic oedema) of the face and eyelids and a tingling (paraesthesia) feeling in the throat/respiratory tract. Through the treating physician suggested immediately cortisonic therapy, the pt did not initially take it since she did not want to intake drugs. The severity of the symptoms increased in the following 12 hours, with severe oedema of the face (including eyelids) and initial dyspnea (dyspnoea) of mild severity. An allergologist was consulted by the pt and his assessment was that this is an allergy (hypersensitivity) to hyaluronic acid (possibly to a bacterial component of hyaluronic acid). High histamine values (histamine level increased) and altered "live functionality parameters" have been reported (details on allergological results have been requested). It was reported the pt treatment consisted of cortisonic therapy (bentelan (betamethasone sodium phosphate), 8 mg oral intake starting 12 hours after symptom onset. Medrol (methylprednisolone acetate), 16 mg/day, starting the day after bentelan and given at decreasing dosage along the last 4 weeks). As of (B)(6) 2013 it was reported that the pt was still taking the therapy as of (B)(6) 2013. The outcome for dyspnea is recovered and recovering for allergy and oedema. The outcome for tingling and high histamine values is unknown. This case was received by (B)(4) on (B)(4) 2013 and was forwarded to (B)(4) on (B)(4) 2013.

Manufacturer narrative:
Pharmacovigilance_comment: (B)(4) on (B)(4) 2013. Hypersensitivity, oedema, dyspnoea, paraesthesia, histamine level increased assessed as serious and possibly related.